Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: management of a chronically infected left ventricular assist device with heart transplantation: two-step simplif ied approach. Journal of cardiac surgery. 2022;1¿4. Doi: 10.1111/jocs.16687. Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a chronically infected left ventricular assist device (vad) with heart transplantation. The article reports a patient who developed right ventricular failure, critically ill patient neuropathy, and driveline infection (enterococcus and multi-resistant pseudomonas) post vad implant. The patient had been discharged and was readmitted the hospital due to persistent driveline infection. Multi-resistant pseudomonas aeruginosa was cultured and positron emission tomography (pet) scan showed pump infection and an intense and homogeneous uptake along driveline cable. The patient was seen for transplant evaluation with two infectious foci (driveline exit site and a fistula of the subcutaneous tunnel of the cable) with positive cultures for pseudomonas. No systemic infection data or growth of microorganisms in blood cultures were found and antibiotic treatment was begun. Excision of the abdominal fistula and the exit site of the percutaneous cable was done and the skin and subcutaneous tissue over the cable was removed. The driveline was dissected and released, the surrounding infected tissue was removed, and 5 centimeters of the muscular fascia was opened towards the horizontal tunneling of the cable. The surgical field and the driveline were washed with a hypertonic solution and the tissues and polyester of the cable were impregnated with antibiotics and vacuum-assisted closure (vac) therapy was performed. A new tunnel on the muscular plane and a new exit site for the driveline was created. The patient was discharged fifteen days later on oral antibiotics. Approximately three weeks later, the patient was transplanted. The status/disposition of the vad is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient developed right ventricular failure, critically ill patient neuropathy, and persistent driveline infection. Multi-resistant pseudomonas aeruginosa was cultured and positron emission tomography (pet) scan showed pump infection and an intense and homogeneous uptake along driveline cable. The patient was seen for transplant evaluation with two infectious foci (driveline exit site and a fistula of the subcutaneous tunnel of the cable) with positive cultures for pseudomonas. No systemic infection data or growth of microorganisms in blood cultures were found and antibiotic treatment was begun. Excision of the abdominal fistula and the exit site of the percutaneous cable was done and the skin and subcutaneous tissue over the cable was removed. The driveline was dissected and released, the surrounding infected tissue was removed, and 5 centimeters of the muscular fascia was opened towards the horizontal tunneling of the cable. The surgical field and the driveline were washed with a hypertonic solution and the tissues and polyester of the cable were impregnated with antibiotics and vacuum-assisted closure (vac) therapy was performed. A new tunnel on the muscular plane and a new exit site for the driveline was created. The patient was discharged on oral antibiotic and later received a transplant. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection and right ventricular failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient did not have a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.